Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the aquabeam console was returned for investigation. A review of the event log files confirmed the reported e42 - motorpack error in additional to e22 - motorpack and e43 - cpu errors. However, functional testing could not confirm the errors as the console functioned as expected completing three aquablation cycles successfully. The console was observed to have a large dent on the top of the console shell. No other damages were observed. A review of the device history record (DHR) for aquabeam robotic system / serial number (B)(4) and the aquabeam console / lot number 21c01071 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, states the following: table 5 system detected errors and faults: e42 - motorpack error release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. E43 - cpu error release foot pedal and click x. If error persists, turn off and turn on cpu. The root cause of the reported event could not be established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. No issues were found with the console. How the errors occurred remains undeterminable as no problems were detected during testing.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure the aquabeam robotic system generated an "e42 - motorpack error" message. Multiple troubleshooting steps were taken in attempts to address the error, including replacing the aquabeam motorpack and multiple aquabeam handpieces; however, the error persisted. As a result, the aquablation procedure was aborted and converted to an unspecified procedure. There were no adverse health consequences to the patient due to this event.